Event description:
It was reported that during the removal of the catheter from an obstetric patient, it separated and a portion was retained. It was decided not to remove the retained piece of catheter which was approximately 6cm in length. There were no additional patient complications.